Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the haptic was torn off in the cartridge during insertion. The lens was removed and another same type of lens was implanted. There was no pt injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that a haptic was torn off and missing. There was both a reddish and a clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.